Manufacturer narrative:
As of 09/11/2025, aso was unable to retrieve the lot number information or unused return product. Aso reviewed records of biocompatibility tests, latex screening test with no issues reported. Refer to section b.6 of this report for further details. Complaint history and trend analysis for this product were reviewed. The analysis did not identify any trends in complaint occurrence. The manufacturer will continue to monitor complaint data as part of routine post-market surveillance activities in accordance with established procedures and applicable regulatory requirements.

Event description:
According to the initial report received by aso on august 19, 2025, the consumer stated that her 5-year-old son used the bandages on his leg after rubbing it against the pool edge. The next evening, he woke up screaming in pain. They removed the bandage, and he has a chemical burn, with blisters, redness, and swelling in the area that the bandage pad previously covered. The skin had been ripped off where the adhesive was. Per the initial report, the consumer stated that the issue was with the pad and tape area. His doctor and the patient's mom were trying to determine whether he was allergic to something in the bandage.